Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for breaks off during use patient end. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. The event is being reported as serious due to the requirement for surgical intervention to address the retained foreign body.

Event description:
Needle had broken and become stuck in skin [injury associated with device]. Case description: this spontaneous device only case, reported by a consumer who contacted the company via sales representative to report an adverse event and a product complaint (pc), concerned a xx-years-old female patient of unknown origin. Medical history and concomitant medication were not provided. The patient received unspecified insulin via a reusable pen (humapenergo-2), at an unknown dose and frequency, via unknown route of administration for the treatment of unknown indication, beginning on an unknown date. On an unknown date while injecting insulin, the bd needle had broken and become stuck in the skin due to which the patient was advised to admitted to hospital for further medical supervision. After receiving medical care, the patient was discharged. Information regarding corrective treatment, further hospitalization details and outcome of the event was not provided. Status of the unspecified insulin was unknown. The user of the humapen ergo-2 device was patient and her training status was not provided. The general device duration and humapen ergo-2 suspect device duration of use was not provided. The action taken with suspect humapen ergo-2 was unknown and its return status was not expected. The reporting consumer did not provide the relatedness assessment between the event and humapen ergo-2 device.